Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform prime or a33 test, excessive no delivery test and occlusion test or verify a33 alarm due to motor error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system and customer experienced high blood glucose. The customer¿s blood glucose level was 487 mg/dl at the time of the incident. The customer was treated with syringe for high blood glucose as per health care professional. Customer stated that the customer could not rewind the insulin pump due to compromised forced sensors system. The customer stated that the drive support cap was normal. The insulin pump will not be returned for analysis.